Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl and also stated that, the insulin pump had no delivery alarm. Customer reported that, the no delivery alarm causing her blood glucose to go over 600 mg/dl. The alarm occurred again when attempting to deliver a bolus for dinner. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Customer changed her set and gave herself a bolus to treat her blood glucose. Customer declined to troubleshoot for high blood glucose and customer treated it with bolus and syringe. The device will not be returned for analysis.